Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/06/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 reamer sleeve is stuck to the ar-9676 reamer shaft. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. One unpackaged, ar-9597-20 / batch: 37622247, was received for investigation. The reamer, ar-9676 / batch: unknown, was received stuck inside an ar-9597-20. Visual evaluation found multiple dents, and scratches at the hudson connector. Functional testing could not be performed due to the damage of the device - the shoulder of the ar-9676 is sitting flush against the sleeve. Therefore, not making it possible to measure the ID of the sleeve or od of the reamer. The most likely cause is attributed to misuse due to interference with the mating instrument.